Event description:
It was reported that the non dependent, asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator and the right ventricular lead exhibited noise. Noise could be reproduced with device manipulation. Both the device and the lead was reprogrammed. The patient would continue to be monitored.

Event description:
New information on 6/26/2017 stated that on (B)(6) 2017, both the pulse generator and the right ventricular lead were explanted due to sensing issue. No further information was available.

Event description:
New information on 8/2/2017 stated that on (B)(6) 2017, the patient presented in clinic for follow up. Upon interrogation, the device exhibited noise. The device was reprogrammed. On (B)(6) 2017, the patient presented in clinic for follow up. The device exhibited noise reversion episodes. The device was reprogrammed again. On (B)(6) 2017, the patient presented for follow up and noise was present. Both device and the right ventricular lead were explanted and replaced. The patient was asymptomatic throughout the event.